Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. A guidewire was noted inside the microcatheter. Dried blood residues were found on the luer hub. An attempt to retrieve the guidewire from the microcatheter was made; however, the attempt was met with high resistance. The guidewire was retrieved after a 20-minute continuous flush on the microcatheter, and it was found that the guidewire was a broken delivery wire. After retrieving the delivery wire, a functional test was performed, and no obstruction was found. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The lab sample guidewire was able to pass through the entire length of the microcatheter without significant resistance. The reported issue in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and / or procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. A review of manufacturing documentation associated with this lot (31557196) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31557196) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9599745) was impeded in the hub of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31328292) and could not be advanced further. The physician retracted only the stent and replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter (606s255x) from lot 31557196 and delivered the original stent, but the stent was impeded in the middle section of the second microcatheter. The physician removed the second microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 19-oct-2025, additional information was received. The information confirmed that the procedure was a stent-assisted embolization targeting the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. The stent / stent delivery system did not appear damaged when the device was removed. There was no damage noted on the concomitant 150cm x 5cm prowler select plus microcatheter. Per the information the replacement devices were another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no negative patient impact and no clinically significant delay in the procedure due the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.